Manufacturer narrative:
The battery was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device displayed a battery error message and multiple safety reset alarms. There was no patient harm or serious injury reported as a result of this incident.